Event description:
It was reported that while placing two screws into a cage, the screws stopped advancing and the locking rings broke. The appropriate guide was used and the holes for the screws were prepared with an awl and drill.

Manufacturer narrative:
Method: risk assessment; results: the reported product was not returned and therefore unable to confirm the reported event. Conclusion: the root cause cannot be determined as the product was not returned for evaluation and no lot number was provided.

Event description:
It was reported that while placing two screws into a cage, the screws stopped advancing and the locking rings broke. The appropriate guide was used and the holes for the screws were prepared with an awl and drill.